Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was returned and used for analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place as intended by design. The test wire was not able to move when the ablation button was pressed as intended by design. No other issues were identified during the product analysis.

Event description:
It was reported that a brake defeat malfunction occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that when the rotapro rotated, the wire also moved together. Upon rotation, it was noted that the rotawire got separated. The device was removed as it was and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a brake defeat malfunction occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that when the rotapro rotated, the wire also moved together. Upon rotation, it was noted that the rotawire got separated. The device was removed as it was and the procedure was completed with a different device. No patient complications were reported.